Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6, h11 the device was returned to olympus for inspection, and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: disconnection in cable unit, and noise occurred and no image was displayed. Based on the results of the investigation, since the customer¿s allegation was not reproduced, a root cause could not be identified. Additionally, due to disconnection in cable unit, noise occurred and no image was displayed. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the camera head white balance did not work when connected to the stack. The issue was found during inspection for use. There were no reports of patient harm.